Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: 0219153450. Implanted: 2020 (B)(6), product type: catheter, b5: updated to reflect the information received on 2021-jul-14, d6b: updated to reflect the explant date of the patient's pump. H6: device code a1409 added to reflect the report that the patient's catheter was found to be kinked on 2021 (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2021-jul-14. It was reported that the patient was convinced that the pump was the problem and wanted it out. The healthcare provider's team also found that the pump was the only factor that hadn't been explored. The patient's pump was replaced on 2021 (B)(6). During the replacement procedure, a "little kink" was found in the abdominal segment of the ascenda catheter. The hcp was unsure if this was the cause of the problem as it was noted that all side port examinations showed ease of aspiration of cerebrospinal fluid (csf) and injection of contrast fluid. Approximately 10 cm of the abdominal segment, with the connection to the pump, was replaced. The old piece was lost and could not be sent in.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of baclofen at 365.9 mcg/day via an implantable pump. On (B)(6) 2021, it was reported that the patient was experiencing a fluctuating/complex situation where after every therapeutic intervention they "get in trouble again". It was noted that the patient sometimes appears to be "too weak" and sometimes the opposite, having too little medication. It was noted that the patient was experiencing overdose and underdose. The patient's hospital team were considering pump replacement. The course of the patient's situation was provided as follows:  on (B)(6) 2020 revision catheter because of baclofen withdrawal after pump replacement. On (B)(6) 2020 blood patch due to withdrawal and postponable symptoms, suspected leakage of liquor along the insertion opening of the old catheter. On (B)(6) 2020 admission again due to withdrawal symptoms, again blood patch. On (B)(6) 2020 admission in connection with duraplasty (closure of rural defect l2-l3). On (B)(6) 2020 cap/sideport investigation: atypical distribution of contrast in which contrast is distally collected. On (B)(6) 2020 balloon dilatation under sedation dorsally and ventrally, clinically good effect until (B)(6) 2020 indium examination. Total stop at th 5 level (B)(6) 2020 intrathecal ultrasound, pta <(>&<)> stent placement (supera periph stent ce (od 5.5xí00)6f 120cm by smagge /vandoormaal, interventional and neurointerventional radiologist erasmus mc). Good result after surgery, no spasm. Post intervention no acute improvement after initial effect. Dosage increased and programmed in flex mode. On (B)(6) 2020 sideport examination: system open/accessible, good spread to cranial. Hereafter dose increased, after which patient became hypertonic, after which dose was reduced and finally increased again due to return of spasms. On (B)(6) 2021 sideport exam repeated: good flow observed with aspiration and good contrast diffusion. Patient became hypotonic again, after 2 days this was over, after which spasm increased again. On (B)(6) 2021 spinal catheter revision. Catheter examined before connector, good liquor flow observed. Removed connector and replaced with a new one. Anchor reattached. Patient was increasingly hypotonic after the 20.00h bolus, next morning total dose was reduced with 20%. Good clinical effect. On (B)(6) 2021 dose was reduced again by 10% due to a feeling of hypotonia in the patient. (Patient was admitted from (B)(6) 2021 up to and including (B)(6) 2021 to the pain medicine department of the erasmus (B)(6) in connection with baclofen trouble shooting, catheter revision. Patient was meanwhile discharged to their own home.) On (B)(6) 2021 the patient contacted (B)(6) (ambulatory service) again. Patient¿s complaints were sweating, cold feet and increased spasm. A (single) bolus was given and the pump was increased.   It was noted that no alarms had occurred during these experiences, the logs were clean. A rotor test was considered but the hospital team decided against it as it could not detect possible overinfusion. Refill intervals were almost always the same and no volume discrepancies were noted. The issue was not considered resolved at the time of the event. The patient's status was listed as "alive - no injury".  The patient¿s medical history included spasticity in traumatic paraplegia level th5 (ais-a) in 2006. It was noted that the patient had has a baclofen pump since 2007.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.